Event description:
It was reported that the screw head was broken. Five minute surgical delay to change screw.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the screw head is broken. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the metaglene screw body was fractured from one of the prongs. The fractured fragment was not returned for evaluation. A root case cannot be determined. Additionally the lockable metaglene screw insert was lightly damaged from the threaded area. The observed condition of the device was consistent with off axis assembly before is fully engaged. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dxtend screw lock d4.5x42mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 15/06/2023. Any anomalies or deviations identified in DHR: none. Expiry date: 31/05/2028. IFU reference: IFU w90930 rev d. Device history review: quantity manufactured: (B)(4). Date of manufacture: 15/06/2023. Any anomalies or deviations identified in DHR: none. Expiry date: 31/05/2028. IFU reference: IFU w90930 rev d.

Event description:
Additional information was received and stated that the screw fractured intraoperatively with no surgical delay and adverse patient consequences. It also stated that there is no piece of instrument broke off.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.